Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) revealed that both spikes had separated from the tube. Close visual inspection of the tube ends revealed that there was little trace of solvent. The cause of the malfunction was an operator error during the assembly process. A certification program has been performed for the operators. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a uromatic administration set disconnected from the tubing. A patient was reportedly involved. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.